Event description:
It was reported that the implantable pulse generator (ipg) was exhibiting unexpected longevity the month following implant. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found. Mcs-p3-26-aoa aortic valve implanted (B)(6) 2015. (B)(4).